Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-01316. It was reported the patient underwent a lead revision procedure on (B)(6) 2018 two leads were explanted, however there was an obstruction at t10 and the physician was unable to implant the two new leads. The patient will be referred to another surgeon for further surgical intervention.